Event description:
It was reported that this right ventricular (rv) lead was presenting shock impedance high out of range. The lead remains in service. No additional adverse patient effects were reported.